Manufacturer narrative:
Evaluation: results: visual analysis of the extension noted discoloration in the header and strain relief. Broken wires were observed in the extension header. The extension failed continuity testing; channels 2, 5-8 measured open due to the broken wires in the header. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient ((B)(6)) was undergoing a surgical explant and replacement of her ipg due to normal battery depletion. Intraoperative testing of the lead alone was normal, but testing of the lead and extension exhibited invalid impedance readings. The physician decided to explant and replace the extension on (B)(6) 2011. The implant date of the extension is currently unknown. No further patient complications were reported.